Manufacturer narrative:
Device was returned and investigated, the root cause was determined to be pull wire detachment from the ring.

Event description:
During cryoablation procedure in (B)(6) using flexcath steerable sheath (catheter introducer), the physician was not able to steer the shape of the curve, the catheter introducer was removed and the user noticed a metal part protruding out of the shaft. The case was completed and the patient was fine at the end of the procedure. No adverse event occurred.